Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleges the patient was crossing the road and the chair stopped.